Manufacturer narrative:
Although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. No further actions are possible with the available information.

Event description:
It was reported that a patient underwent a valve explant after an implant duration of six (6) years, five (5) months due to aortic stenosis and insufficiency. This was excised and replaced with a 21mm pericardial bioprosthesis. Echo showed good right and left ventricular function with a normally functioning aortic bioprosthetic valve. Hemostasis was obtained after a "profound coagulopathy."

Event description:
Edwards received additional information that the explanted bioprosthesis is available for return.

Manufacturer narrative:
The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy calcification was observed in the cusp areas of all three (3) leaflets and in the free margins of two (2) leaflets. Calcification was demonstrated via x-ray. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow aspect, at the stent inflow, at the stent outflow, and into the orifice. Host tissue fused two (2) leaflets at a commissure on the outflow aspect. Hematoma was observed on two (2) leaflets on the outflow aspect. The x-ray demonstrated distortion of all three (3) commissural wireforms. The wireform near a commissure and its adjoining leaflet was exposed on the outflow aspect. Approximately 90% of the circumference of the sewing ring was cut and approximately 90% of the circumference of the wireform was also exposed on the inflow aspect. These damages are likely due to explant or implant. (B)(4). Customer report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.